Event description:
The customer reported that the system would intermittently not fluoro during a case. The system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and fuses were reseated during the service call. The system was tested and found to be working as intended and put back into service.